Event description:
The son of a (B)(6) old female pt called zoll customer support to report that one of the pt's batteries was not holding a charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery pack not holding charge) was confirmed. Upon investigation the battery was not able to charge and was unable to power up a test monitor. The root cause for battery not working was contamination from the ingress of an unknown liquid. No adverse event resulted from the contaminated battery pack. The pt received a replacement battery pack.